Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The catheter was implanted into the pt's body, but 3 months after the surgery, the joints appeared bubbling and cracking which directly led to infiltration of blood. Pt was re-catheterized.